Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site while wearing the device between 4 and 24 hours. The patient experienced redness, swelling and pain at the pods insertion site. The patient had removed the pod and applied a new pod at a different insertion site. The following day the patient had gone to urgent care. Once at urgent care the patient was diagnosed with cellulitis. The patient was prescribed doxycycline with instructions to take 1 daily for 10 days. The patient was at urgent care for 1 hour.